Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt the tip conductor of the right ventricular (rv) lead showed noise. The rv lead was not used and a new lead with the same model number was implanted successfully. No patient complications were reported as a result of this event.

Event description:
It was reported that during implant attempt the tip conductor of the right ventricular (rv) lead showed noise. The rv lead was not used and a new lead with the same model number was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the lead was returned, analyzed, and no anomalies were found. It was also noted that the distal end/electrodes were covered in blood. (B)(4).